Event description:
It was reported that after this patient presented with chest pain, the right ventricular lead exhibited high thresholds. This lead was found to have perforated the ventricle resulting in a pericardia effusion. This lead was then explanted and replaced. No additional adverse patient effects were reported.